Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device provided an anti-tachycardia pacing (atp) and shock for ventricular tachycardia (vt). It was suspected this may not have been true vt, but actually conducted atrial arrhythmia. Boston scientific technical services (ts) reviewed the available data and confirmed there were high out of range shock impedance measurements. Additionally, atrial flutter was conducted and met the vt therapy zone, but was appropriately inhibited. It wasn't until the rhythm met the ventricular fibrillation (vf) criteria, which does not have any detection enhancements, that the atp was delivered. It was indicated the patient would continue to be monitored appropriately. No adverse patient effects were reported.